Event description:
The customer alleged that he performed a control test using his contour meter and received a result of 317 mg/dl. The normal control range was not provided, but should be around 106-147 mg/dl. No adverse events were alleged. The customer declined to troubleshoot and ended the call. No product will be returned.